Event description:
The user facility reported a 64-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The patient experienced hemolysis. Four units were administered. Additionally, the patient experienced arrythmia and the impella cp was repositioned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as a part of retrospective review. Due to limited clinical information and lack of available data/product, the root cause of this investigation is not determined. D6a and d6b revised from the initial manufacturer device report 1220648-2024-08383 in accordance with updated procedures. F6/f8-should have been left blank on the initial manufacturer device report number 1220648-2024-08383 in accordance with updated procedures. G1. Reporting contact email revised on manufacturer device report 1220648-2024-08383 in accordance with updated procedures. G1. Reporting contact facility name and fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2024-08383. H6. Component code revised from the initial submission in accordance with updated procedures.